Event description:
It was reported that while advancing cathlon and withdrawing needle, cathlon bent at hub. Valve did not work, removed needle and blood came out. There was no injury sustained as cathlon removed when bending was noted. The device is not available for investigation and is not returning. There was patient involvement, but no patient harm/adverse harm reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.